Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that several conductors were distorted. The outer tubing was kinked/buckled, the overlay was melted and the outer tubing had an environmental stress cracking breach/breach (non-electrical) and the outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and had cosmetic environmental stress cracking and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched and there was apparent explant damage.

Event description:
Infection was reported. It was further reported there was lead vegetation. The leads were removed. No further patient complications have been reported as a result of this event.